Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: subcomponent geometry has been improved to strengthen the device. Furthermore, all device manufactured prior to the implementation of this change are being removed from the field as part of a reportable field action. Reference removal (B)(4) for additional details. Evaluation: subcomponent spring clip fracture is reported and observed. Dimensional readings and material hardness are conforming to print specifications.

Event description:
It is reported that the spring clip pin broke.